Event description:
Electrical reset on s602 pacemaker; seen in office reprogrammed; bsc tech services recommended battery check in 2 weeks. If unable to determine battery longevity, recommend generator change. Three weeks later: battery longevity ~1 year remaining. One month later: 6 months battery longevity; bsc tech services contacted, unreliable battery estimation; recommended generator change. Several days later: pacemaker generator change performed.